Event description:
Two coils were successfully detached in the basilar artery aneurysm. The final angiogram revealed that the aneurysm was ruptured; when the rupture occurred was unknown. The pt was transferred to the intensive care unit and died an hour later. No info was provided as to whether any action was taken to treat the ruptured aneurysm.

Manufacturer narrative:
For no allegation of product malfunction or non conformance contributing to the reported event. Additional info was rec'd from the user facility. The pt did not present with a ruptured aneurysm or other significant condition. The coils were prepared in accordance with the directions for use and there was no issue with the use of the coils. Continuous flush was maintained throughout the procedure.